Manufacturer narrative:
(B)(4). The patient experienced peritonitis in (B)(6) 2004 or 2005. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was further described as the nurses at the facility not being clean. The patient did not require hospitalization. Treatment for the event was unknown. The patient recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.